Event description:
The customer reported a ventilator kept shutting down on a patient. Additionally, the airflow accuracy test failed during device servicing. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. The patient was transferred to another working ventilator. The device was evaluated by the customer and a philips field service engineer (fse). The fse could not duplicate the reported original issue of shutting down. The fse performed a full performance verification test (pvt). During pvt, the average air reading is between -1.0 and -1.1. The airflow accuracy test failed during device servicing. This device requires a new airflow assembly replacement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The fse performed a full performance verification test (pvt). During pvt, the average air reading is between -1.0 and -1.1. This device requires a new airflow assembly replacement. Additionally, multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer and rse. The reported part is still on back order.